Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., d.4., d.6b., h.4., h.6., h.11.

Event description:
Healthcare provider reported a left side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare provider reported, a left side capsular contracture, baker grade IV. The device remains implanted.

Event description:
Healthcare provider reported a left side capsular contracture baker grade IV. Healthcare provider noted "observations made during surgery of "implant upside down" and "foreign body-ball of silk suture 6cm in length in implant pocket" (not related to the device). The device has been explanted.

Manufacturer narrative:
Device evaluation : based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe. Varied injuries: unable to observe. Use error: unable to observe. Flipping: unable to observe because the device ruptured.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Healthcare provider additionally noted observations made during surgery of "implant upside down" and "foreign body-ball of silk suture 6cm in length in implant pocket."